Manufacturer narrative:
Na

Event description:
On (B)(6) 2014, pentax medical received a report from (B)(6), stating that "several stool samples tested positive for clostridium difficile (c.diff) infection." On (B)(6) 2014, pentax medical received information from (B)(6), nurse manager, stating the facility had 7 separate patient stool samples test positive for the bacteria in a row. In order to receive additional information regarding this event, pentax medical contacted the initial reporter via email on (B)(6) 2014. Pentax medical received information from (B)(6) stating the investigation is still on-going and that the facility can not confirm at this time if all the c.diff tests were definitely positive.